Event description:
It was reported that the patient with an artificial urinary sphincter (aus) has experienced dysuria, hematuria, difficulty urinating, a burning sensation and episodes of urinary incontinence for approximately two years. He stated that he chose not to seek medical attention during this time, fearing the device might be explanted, which he did not wish to undergo. During episodes of dysuria and hematuria, the patient leaves the device in the open position for extended periods (up to one month) using the deactivation button. He was advised on the potential consequences of improper use of the on/off button. The patient has an appointment scheduled with his urologist, and expressed interest in possibly obtaining second or third opinion. No additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) has experienced dysuria, hematuria, difficulty urinating, a burning sensation and episodes of urinary incontinence for approximately two years. He stated that he chose not to seek medical attention during this time, fearing the device might be explanted, which he did not wish to undergo. During episodes of dysuria and hematuria, the patient leaves the device in the open position for extended periods (up to one month) using the deactivation button. He was advised on the potential consequences of improper use of the deactivation button. The patient has an appointment scheduled with his urologist, and expressed interest in possibly obtaining second or third opinion. No additional information was provided.